Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported of having problems with keypad. Customer also reported of having high and low blood glucose; rates were not reported. Customer states that insulin pump and monitoring system were alarming every fifteen minutes. Customer also reported of being hospitalized for non-diabetes and pump related issues. Customer wanted to only speak with a supervisor for troubleshooting and phone call was transferred.